Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an empty cartridge alarm occurred. Reportedly, the cartridge ran out of insulin and customer did not load a new cartridge. The customer's blood glucose (bg) level was "high¿; although specific value was not provided. A manual insulin injection was delivered to address bg level. Reportedly, the cartridge was changed to address the issue.